Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qb7n, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0qb7n, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient was experiencing uncomfortable stimulation/overstimulation. The patient was reporting burning pain at implantable neurostimulator (ins) site and lead insertion site when he uses high frequency tig welding with aluminum. The patient has his stim off when he welds but still gets the burning pain. Having stim on makes the burning pain worse during this type of welding. The burning pain does not feel like his paresthesia feels. Burning sensation occurs chronically when doing this type of tig welding, but sensation stops once he stops this type of welding. The patient does not get this sensation with any other type of welding that he does as part of his work. It was noted that the patient was likely getting current induction in his system from welding. Event date was noted as (B)(6) 2015. The patient went back to work (B)(6) 2015 but burning pain started (B)(6) 2015. Paresthesia in the wrong location was also noted. Hcp reports that patient feels stim down his leg at times or he feels stim too forward and hcp has been trying to program around that to prevent this sensation. The patient was getting good stim benefit for bowel but she had limited electrodes to achieve comfortable therapy (she can't use 0 or 1 as cathodes as that's uncomfortable for the patient). The patient gets good therapy with 0+3-. The patient's stim also helped with his hip pain. Event date was noted as (B)(6) 2015. This had been an issue since implant.